Event description:
Patient representative reported "diagnosis of alcl, mental anguish and fear of alcl recurring alcl, increased risk of recurring alcl... Pain, swelling, asymmetry, anxiety; and other physical and emotional manifestations that are severe and ongoing" against device. The device was explanted. This record is for the left side.

Manufacturer narrative:
The events of " seroma and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.